Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) due to a bent haptic. In addition, it was stated that an incision enlargement was made during the explant of the intraocular lens (iol) and sutures were used. No additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The intraocular lens (iol) was received for inspection. The lens was received torn in half with haptics still attached and appears to have evidence of blood and ophthalmic viscosurgical device (ovd). It was reported in the initial report that the issue was due to a user/handling error. Prior to release to market the intraocular lens met all manufacturing specifications. The manufacturing record and related documents showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.